Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that on the morning of (B)(6) 2018 a tampon came apart upon removal and tampon pieces remained inside of her. She immediately sought medical assistance to have tampon pieces removed. Shortly after, she began to experience vaginal and pelvic pressure. The next day she experienced vaginal irritation and followed up with a health care professional. She was diagnosed with bacterial vaginal infection and placed on antibiotics and pain medication. On (B)(6)2018 the consumer started to experience irregular vaginal bleeding and cramping. An ultrasound was performed that showed the presence of fluid. She will follow up with a specialist. No further information is available at this time.